Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The lot history record or similar incident query was not reviewed since the lot number were not reported. The investigation determined the reported failure to advance and core separation appear to be related to operational circumstances of the procedure. It is likely that during advancement the guide wire became kinked against the anatomy and/or other devices used during the procedure. Manipulation of the guide wire likely resulted in the reported separation and stretched coils. Additionally, the treatment appears to be related to the operational context of the procedure as unspecified stent was used to embed the separated tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left anterior descending artery. A 014 hi-torque balance guide wire was advanced to the lesion without resistance; however, the tip unraveled and separated. An unspecified stent was used to embed the separated tip. The rest of the guide wire was removed without issues. There was no clinically significant delay in the procedure. No additional information was provided.